Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change errors occurred while loading multiple cartridges. Blood glucose was in the 300s mg/dl at its highest. During the events, the customer was able to load a new cartridge onto the pump and resume insulin delivery.